Manufacturer narrative:
H.6. Investigation summary : bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for decapping with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported after use the bd vacutainer® serum blood collection tubes stopper pulled out of tube when in an analyzer this occurred on 2000 occasions during use. The following information was provided by the initial reporter: ¿after centrifugal they found caps are coming out automatically¿.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use the bd vacutainer® serum blood collection tubes stopper pulled out of tube when in an analyzer this occurred on 2000 occasions during use. The following information was provided by the initial reporter: ¿after centrifugal they found caps are coming out automatically.¿